Manufacturer narrative:
Correction b5: additional information received reports that the infection is now resolved, and the infection was only at the ipg site.

Event description:
Additional information received reports that the infection is now resolved, and the infection was only at the ipg site.

Event description:
It was reported that the patient had their system explanted due to an infection. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.